Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which resulted in the inappropriate auto mode switch (ams). No interventions were performed. There were no patient consequences.